Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 0035616, and no quality issues were found during production. Our quality engineer reviewed the provided photos but found that there wasn't enough evidence provided in the photos to make an accurate assessment of leakage. The first photo displayed the unit packaging and the second unit showed what looked like a protective needle cover and catheter adapter assembly. No signs of damage that could have contributed to leakage or leakage could be found. Based off the provided photos the engineer was unable to verify the reported defect. Since no defects could be identified in the photos a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: the nurse reported that when connected the saline solution, it began to leak (drops) from the blue component of the material.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: the nurse reported that when connected the saline solution, it began to leak (drops) from the blue component of the material.